Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to an unspecified breach in aseptic technique by the patient¿s caregiver. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient had an unspecified infection. The pd registered nurse (pdrn) stated upon follow-up that the patient was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of mild abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin for 21 days (dosage, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus (date not provided), and the patient¿s antibiotic was continued. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues (no replacement ordered). The pdrn attributed causality to an unspecified breach of aseptic technique by the patient¿s caregiver. During follow-up, there was no allegation the serious adverse events were caused by a fresenius product(s) and/or device(s) deficiency or malfunction.